Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, two and half hour into a robotic laparoscopic gastric bypass procedure and they were half way through using the suture in the jejunum of the patient when the thread of the suture broke. They noted that the suturing technique they were using was running stitch. They tied the thread and they continued to use the suture. There was no patient injury.